Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that it was unknown if the patient experienced any symptoms and needed follow-up to determine. It was reported that the device that the patient was using was causing interference and noted that it was something with magnets and just using the device with magnets, but they manufacturer representative didn't have any more precise information. It was reported that they were going to explant the pump. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving lioresal 2,000.0 mcg/ml at 301.2 mcg/day via an implantable pump via simple continuous dosing for an unknown indication for use. It was reported that the pump went into motor stop. The pump logs were provided and indicated that there was a motor stall that occurred on (B)(6) 2018 and a "stopped pump may exceed tube set" message on (B)(6) 2018. There was a motors tall recovery that occurred on (B)(6) 2018. There was a motor stall that occurred on (B)(6) 2018 and a "stopped pump may exceed tube set" message on (B)(6) 2018. There were no reported patient symptoms. It was reported that the physician thinks it is because of the device that the patient is using and would like to get more information out from the provided pump logs. It was reported that patient compliance was an environmental/external/patient "factors" that may have led or contributed to the issue. It was reported that the pump was restarted and that the issue was resolved at the time of this report. It was reported that surgical intervention was planned, but was not yet scheduled. The patient status at the time of this report was alive-no injury. No further complications were reported and/or anticipated.